Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. There was no impact to customer¿s blood glucose level. Reportedly, the alarm was unable to be cleared at the time of the report. Multiple follow up attempts were made to follow up with the customer on the reported issue; however no response from the customer was received.